Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected high out-of-range pacing impedance measurements with loss of capture (loc) at maximum outputs on the left ventricular (lv) lead. The lead was electronically repositioned and remains in service. No adverse patient effects were reported.